Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 500 mg/dl. Customer¿s current blood glucose was 380 mg/dl. Customer was treated with insulin pump. Customer state that no insulin delivery. Customer was assisted with troubleshooting for no delivery. Customer states that the insulin was exist. The insulin pump will not be returned for analysis.